Manufacturer narrative:
Additional devices for this complaints: (B)(4) - 1650 - MFR. Date: 01/31/2016 - exp. Date: 01/31/2017. (B)(4) - 1650 - MFR. Date: 01/31/2016 - exp. Date: 01/31/2017. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. "The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was seen in the clinic and it was noted that he had several critical battery alarms. Log files sent showing critical battery alarms at the following times: (B)(6) 2017 at 14:49 on (B)(4), on (B)(6) 2016 at 10:24 on (B)(4) and on (B)(6) 2016 on 09:48 on (B)(4). A potential switching event was observed for (B)(4). However, these events cannot be confirmed 100% based solely on log files. We recommend to treat the patient's batteries per the recommendations in the patient manual. In addition switching events were observed on port 2 of the controller, though power source data was not available for the two earlier alarms. Batteries were taken out of use and replaced. There was no impact to the patient.

Manufacturer narrative:
Other devices involved in this event: (B)(4). It was reported that the patient was experiencing premature power switching events and critical batter alarms. One battery as returned for evaluation. (B)(4) were not returned, despite multiple attempts to obtain the devices. A review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Failure analysis of the returned battery revealed that the unit passed visual inspection and functional testing. The reported event could not be replicated during testing. Log file analysis revealed three critical battery alarms that were triggered by (B)(4). Additionally, analysis of the data file revealed several premature power switching events. The critical battery alarms and premature power switching events were most likely due to a communication error between the controller and batteries. The manufacturer has opened an internal investigation to evaluate communication error. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.